Manufacturer narrative:
Device was investigated and review of logs indicated that all errors were related to needle attaching to the driver. Driver is functioning as designed. System meets manufacturers specifications. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that on (B)(6) 2022 , during a brevera procedure , the physician could not obtain samples due to multiple driver errors, even after switching needles. The technician after the procedure inspected the needles who were bent. The patient had to be rescheduled. No patient injury reported. Device was investigated and review of logs indicated that all errors were related to needle attaching to the driver by the user. Driver is functioning as designed. System meets manufacturers specifications.